Event description:
It was reported that this left ventricular (lv) lead displayed high thresholds and no capture at maximum output. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01, implanted: (B)(6) 2011; 4968-35 lead, implanted (B)(6) 2007. (B)(4).